Event description:
A user facility registered nurse (rn) reported blood leaking from the bottom of the venous chamber and stated a micro puncture was causing the blood leak. The estimated blood loss (ebl) was unknown. The sample was available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.